Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's defib output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This follow-up is reporting the evaluation of the device, this follow-up is also correcting and updating information submitted on the initial med-watch report. (B)(4).the device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty capacitor on the pace/defib engine.analysis for reports of this type has not identified an increase in trend.